Event description:
It was reported the patient experienced an infection after being implanted with the deep brain stimulation (dbs) system. The patient underwent a procedure where part of the dbs system was removed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6). Product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6).

Event description:
It was reported the patient experienced an infection after being implanted with the deep brain stimulation (dbs) system. The patient underwent a procedure where part of the dbs system was removed. No further information has been obtained despite good faith efforts. Additional information was received that both leads were also infected. Cultures taken were positive for coagulase v and staphylococcus aureus.